Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported being "shocked seventeen times total" which put them in the hospital. The patient also stated that they were "electrocuted and it didn't stop shocking until they were given medications to lower their heart rate and it was painful". The patient also noted that the device shocked for atrial fibrillation and not ventricular tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.